Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr, ipg, (B)(6) 2006. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and there was oversensing associated with the right ventricular lead.

Event description:
It was reported the patient experienced dizziness when the right ventricular (rv) lead exhibited oversensing, non-sustained episodes that showed noise and low impedance on the low-voltage portion of the lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.